Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt reported decreased bcva and double vision. The lens was exchanged for a different model. In a follow-up, the surgeon reports the pt is seeing gradual improvement.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. Both haptics were broken/torn in the gusset area (not returned). The optic was torn/split in two pieces with a cut-like appearance. And optical inspection could not be conducted due to lens damage. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Product history records were reviewed and all documentation indicates the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/29/2008 by phone, fax and mail. A completed questionnaire was received on 09/19/2008.